Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating a cadd administration set tube was blocked.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating a cadd administration set tube was blocked.

Event description:
Additional information received via email: sample was received in used condition with it's original packaging. Visual inspection was conducted: as-received condition the sample was handed over without protective cap on the spike. At the sample medicine solution is visible in the tube until to the cassette for the pump. Damages or other deviations were not detected.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received for investigation. During the visual inspection no damage or other discrepancies were detected. During the functional testing water could pass through without problem, no discrepancies were detected. When the pump was put into operation, no alarm was activated; thus, the failure mode was not confirmed. No root cause could be determined since the complaint was not confirmed due to the sample being tested and successfully passed. No corrective action was taken since the complaint was unable to be confirmed.